Event description:
During attempted cardioversion of unstable pt using agilent heartstream xl bi-phasic cardioverter, unit would not charge for synchronized cardioversion after several attempts. Unit did finally charge after third attempts.